Event description:
It was reported that were concerns of fracture for this right ventricular lead as it exhibited high impedance measurements. Additionally, this lead was found to be dislodged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.